Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump was beeping, customer changed the battery, and the device was completely dead. The screen was reported to be completely blank. Customer's blood glucose was 160 mg/dl. The device had not been bumped, dropped, or exposed to moisture, however, the customer stated it was very humid. The customer stated the contacts on battery cap were neither missing nor damaged and the battery compartment and spring were neither damaged nor corroded. The customer was advised to remove battery for ten minutes, clean battery cap contact and insert a new battery. The display did not return and customer stated the battery compartment smelled burnt. It was advised the device would need to be replaced. Customer did not agree to return the product for analysis.